Event description:
Perforated the urethra using the sharp trocar during surgery for proact device. The patient's right balloon was placed more lateral with respect to the scope (2-3mm of extra tissue) with lower volume relative to the patient's left (1cc v 2 cc). Pt. Was catheterized, medical staff reports patient is doing well. Proceeded with device implantation, no hospitalization required, patient scheduled for follow-up appiontment in 1 week.